Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on information documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility representative and information contained on the maude event report received from the FDA. (B)(4). The following information concerning the evaluation of the device is a summary of the information documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative (initial maude event reporter). The user facility representative (initial maude event reporter) spoke to the carefusion technical support specialist and explained that she could not find any records that a vent had been repaired for autocycling during the time period documented on the maude report. However she does remember that this autocycling incident was caused by a user error and not a vent malfunction. The autocycling was caused by a kinked expiratory patient circuit limb. Once the patient circuit was un-kinked the vent ran fine. Since there were no vent performance issues the serial number was not recorded. Should additional information become available a follow-up medwatch report will be submitted.

Event description:
The following description of the event was copied from a maude event report received by carefusion from the FDA. "At the time of admission pt was placed on a vent which apparently was auto cycling and not working appropriately. Pt was taken off the vent immediately and bagged with 100% o2 for few minutes until another vent was delivered to her. Pt was placed on the other vent and issue was resolved. Pt did not have any adverse effects or change of condition during this event. First vent was taken out of service and will go through necessary procedure to be checked."

Manufacturer narrative:
This follow-up MDR was identified as requiring submission during a two year retrospective review.

Event description:
The following description of the event was copied from a maude event report received by carefusion from the FDA on july 07, 2014. "At the time of admission pt was placed on a vent which apparently was auto cycling and not working appropriately. Pt was taken off the vent immediately and bagged with 100% o2 for few minutes until another vent was delivered to her. Pt was placed on the other vent and issue was resolved. Pt did not have any adverse effects or change of condition during this event. First vent was taken out of service and will go through necessary procedure to be checked."